Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of occlusion and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b2 - outcomes attributed to ae: hospitalization-initial or prolonged added.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 16f sheath, and the tavr procedure was completed using the pre-placed prostyle suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, about a week or two after the tavr procedure, the patient complained of pain in their left leg and upon evaluation, it was determined that the suture from the prostyle device was significantly tight and limiting blood flow to the rest of the leg. A cut down was done to remove the suture. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 09/22/2024. D4: a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.